Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. The patient was discharged on (B)(6) 2013. Before discharge a compute tomography (CT) scan was done and showed a maximum diameter of the aneurysm of 50 mm. On an unknown date in (B)(6) 2014 a CT was performed and showed a diameter of the aneurysm sac of 51 x 43 mm. On (B)(6) 2015 the physician observed an enlargement of the aneurysm sac up to 56 x 47 mm. On (B)(6) a CT showed a maximum diameter of the aneurysm of 58 mm. The physician decided to monitor the enlargement of the aneurysm sac in a "wait and watch" procedure.